Event description:
It was reported to boston scientific corporation that a polyflex stent was used during an airway stent placement performed on (B)(6) 2009, (age reported as 18+). According to the complainant, the stent was deployed at the carina. However, the stent was crimped and did not fully expand at the distal end. The pt's anatomy influenced the deployment of the stent because the anatomy was oval shaped instead of round. The stent was repositioned by pulling it approx 2 cm proximally. Following 15 mins post stent placement, the stent still had not fully expanded. The physician made the decision to remove the stent from the pt and abort the procedure. To date, the procedure has not been rescheduled. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).